Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the patient had a break in aseptic technique further described as the area was not cleaned before starting peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. On an unreported date, the patient was hospitalized for this event. Two days after the onset of peritonitis the patient began treatment with injection of vancomycin (1 gm, starting dose), injection of reflin (1 gm, once daily), injection of ecomer (1 gm, once daily), injection of amitax (100 mg, once daily) and injection of heparin (500 international units) (routes not reported). At the time of this report, the patient outcome was unknown. It was not reported if the patient was retrained on proper aseptic techniques. No additional information is available.